Event description:
Correction to information provided in the initial medwatch report: "this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation" was inadvertently added.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image was confirmed. In addition there was a loose holding tab that will not retain properly on the video socket/connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was no image. No additional information regarding the event was available from the customer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.